Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain due to position of scs battery and recent weight loss. The patient was also having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.